Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 12-aug-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of device breakage ("the broken essure inserts / inserts broken at the ends") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. An unknown time later she experienced device breakage (seriousness criterion medically important), fatigue ("fatigue"), confusional state ("brain fog"), ear, nose and throat disorder ("chronic otorhinolaryngology inflammation") and metal poisoning ("heavy metal poisoning"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to device breakage, fatigue, confusional state, ear, nose and throat disorder or metal poisoning. The reporter commented: period of occurrence of adverse events 2019¿2022. Therapeutic physician hopping for a long time to make a connection between the otorhinolaryngology problems and the broken essure inserts. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 50 kg. [Hair metal test] (date unknown): havy metal poisoning after analysis of a look of hair based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 12-aug-2022. The most recent information was received on 17-aug-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of device breakage ("the broken essure inserts / inserts broken at the ends") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. An unknown time later she experienced device breakage (seriousness criterion medically important), fatigue ("fatigue"), confusional state ("brain fog"), ear inflammation ("chronic otorhinolaryngology inflammation"), metal poisoning ("heavy metal poisoning"), nasal inflammation ("chronic otorhinolaryngology inflammation") and pharyngeal inflammation ("chronic otorhinolaryngology inflammation"). Essure treatment was not changed. At the time of the report, the outcomes for device breakage, fatigue, confusional state, ear inflammation and metal poisoning were unknown. No causality assessment was received for essure with regard to device breakage, fatigue, confusional state, ear inflammation, metal poisoning, nasal inflammation or pharyngeal inflammation. The reporter commented: period of occurrence of adverse events 2019¿2022. Therapeutic physician hopping for a long time to make a connection between the otorhinolaryngology problems and the broken essure inserts. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 50 kg. [Hair metal test] (date unknown): heavy metal poisoning +++ after analysis of a look of hair. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-aug-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 12-aug-2022. The most recent information was received on 12-aug-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of device breakage ("the broken essure inserts / inserts broken at the ends") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. An unknown time later she experienced device breakage (seriousness criterion medically important), fatigue ("fatigue"), confusional state ("brain fog"), ear inflammation ("chronic otorhinolaryngology inflammation"), metal poisoning ("heavy metal poisoning"), nasal inflammation ("chronic otorhinolaryngology inflammation") and pharyngeal inflammation ("chronic otorhinolaryngology inflammation"). Essure treatment was not changed. At the time of the report, the outcomes for device breakage, fatigue, confusional state, ear inflammation and metal poisoning were unknown. No causality assessment was received for essure with regard to device breakage, fatigue, confusional state, ear inflammation, metal poisoning, nasal inflammation or pharyngeal inflammation. The reporter commented: period of occurrence of adverse events 2019¿2022. Therapeutic physician hopping for a long time to make a connection between the otorhinolaryngology problems and the broken essure inserts. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 50 kg. [Hair metal test] (date unknown): havy metal poisoning +++ after analysis of a look of hair. The following amendment was made: coding request received. Correction due to discrepancy between coding action item and match point coder query. Description to be coded was changed from ear nose & throat disorder to ear inflammation , nose inflammation & throat inflammation. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.